Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient's aortic valve angle was 47 degrees. Anti-coagulant was administered prior to the procedure. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the valve was able to be deployed successfully at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc) with one recapture. During removal, the radiopaque tip of the flexnav ds had caught on the lower edge of the valve. As a result, it migrated toward the ascending aorta, leading to annular detachment. The patient's aortic regurgitation had worsened but the blood pressure remained stable. Although the patient remained hemodynamically stable, extracorporeal membrane oxygenation (ECMO) support was initiated preemptively due to concern for potential sudden deterioration during the subsequent procedures. The user repositioned the valve above the sino tubular junction (stj) using a non-abbott transcatheter snare. A second 25mm, navitor vision valve was loaded using a small flexnav ds. However, after multiple attempts to cross the annulus with the non-abbott wire, it was unsuccessful to cross the implanted valve. Meanwhile, pericardial effusion had started to localize, becoming circumferential in the left ventricle, and several tens of minutes later, cardiac tamponade occurred. A thoracotomy was performed to identify and control the bleeding. Cold (0°c) saline was sprayed onto the valve with a dropper to soften it prior to explanation. The implanted 25mm, navitor vision valve was explanted. Blood transfusion was administered. Post-explant, the bleeding source and perforation were identified as originating slightly toward the left ventricular side of the annular base, within the left ventricular outflow tract (lvot) region. The surgery team believed that the perforation may have been caused by the lower edge of the valve at the time of annular detachment. ECMO was removed, hemodynamics recovered, and the patient returned to the intensive care unit (ICU). The patient had an extended hospitalization. The patient was in a stable condition.

Manufacturer narrative:
It was reported that during removal the radiopaque tip of the flexnav ds had caught on the lower edge of the valve. The delivery system was returned to abbott, and the investigation found no damage or anomalies noted. All the components of the returned delivery system were functional. Based on the information received, the reported event of difficult to remove ds is consistent with operational context (entanglement with valve). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.